Manufacturer narrative:
Evaluation summary: this is an event in which a foreign matter such as a brush clogs the pipe. The cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4).

Event description:
Pentax medical was made aware of a complaint on 09-dec-2020 that occurred in the operating room during use in the united states. The reported complaint that the needle would not stay on tract as the elevator was not working during the procedure. There was a delay as the needle would not stay on tract. The patient required another procedure because this procedure could not be completed. The patient did stay in the hospital longer due to the failure. The procedure involved a pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The customer owned video ultrasound gastroscope has not been received by pentax medical for evaluation as of 08-jan-2021. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 24-feb-2014.